Event description:
A report was received that the patient was experiencing pocket discomfort and difficulty charging. The patient underwent a revision procedure wherein the battery was implanted deeper. The patient was doing well postoperatively.